Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt requested assistance with disconnecting her infusion tubing from her infusion site to prime after changing her insulin cartridge. Pt is currently using a competitor's infusion set. Pt stated, she was using our infusion set and returned those to her supplier who sent her the competitor's infusion sets. Pt reported having issues with our infusion set bending on her. Pt stated on (B)(6) 2011, she went to the hosp due to elevated blood glucose readings. Pt reported, her husband had to call the ambulance and her reading when she arrived at the hosp was 729 mg/dl. Pt stated, the infusion set was bent over and no insulin was getting into her body. Pt reported, she noticed the evening before and changed the infusion set and put a new one in. Pt stated in the morning her blood glucose was elevated and that is when her husband called the ambulance. Pt's normal blood glucose range is 170-200 mg/dl. Pt reported, she was treated with an insulin drip and stayed in the hosp for 6 days from (B)(6) 2011 - (B)(6) 2011. Pt inserts the infusion sets manually. Pt stated, she didn't notice anything unusual when inserting the infusion set; it felt fine. Pt reported she didn't notice any leakage. No product return was requested.